Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used in the anorectal during an internal hemorrhoid ligation procedure performed on (B)(6) 2025. During the procedure, the bands could not cross the lesion. The procedure was completed with another speedband superview super 7. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable. Additional information was received: it was clarified that the main problem of the device was the bands could not be deployed.

Manufacturer narrative:
Block h2 (additional information). Block b5 (describe event or problem) and block h6 (device code) have been updated based on the additional information received on november 18, 2025. Block h6: imdrf device code a050501 captures the reportable event of bands unable to deploy.

Manufacturer narrative:
Block h6: imdrf device code a050502 captures the reportable event of bands misfire.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used in the anorectal during an internal hemorrhoid ligation procedure performed on (B)(6) 2025. During the procedure, the bands could not cross the lesion. The procedure was completed with another speedband superview super 7. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable. No further information has been obtained despite good faith efforts. Note: it was reported that the problem associated with labeled use.